Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 338 mg/dl on the contour next link 2.4 meter and 67 mg/dl with a non-ascensia meter. The customer stated that he was feeling unwell, and went to a diabetologist. No further event details were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The customer also returned the contour next test strips from lot # 0cped05a. However, the lot # of the returned test strips was slightly different from the one implicated to be involved in the event occurrence i.e. Lot # 0cpeg05a. Therefore, the in-house contour next test strips from lot # 0cpeg05a were used for testing. The returned meter was tested with the returned test strips and in-house test strips using a blood sample. Which gave a satisfactory performance.